Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gravity feeding set. The customer reported that the tubing was becoming unattached from the purple connector resulting in leakage.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be related to the drying process at the manufacturing site. The time to dry the adhesive between the tubing and female connector was not done properly to attach the connector to the tubing. The manufacturing process was updated to assure the adhesive is properly applied to the tubing and that the drying process is correct. This complaint will be used for tracking and trending purposes.